Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the customer encountered repeated errors 23118 and 23087 on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reseat the network cable connection to review the logs. The tse confirmed errors 23118 and 23087 pointing to an issue with usm 4. The errors were permanent. The tse offered to the customer to disable usm 4, however, the customer refused as usm 4 was needed to continue the surgery. The customer elected to swap the patient side cart (psc) with another one. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated in-house. The site's logs recorded errors 23118 and 23087. The unit was tested on an in-house system in normal mode where it triggered error 23210. The unit went through testing on a patient side cart (psc) fixture test platform (pftp) and it failed the cva characterization test. Fluid intrusion was detected on the axes controller spar hall sensor (acsh).